Event description:
A clinic manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the manager clarified that the blood leak occurred 40 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was not visually seen in the dialyzer. The machine, a fresenius 2008t machine did alarm properly with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the manager clarified that the blood leak occurred 40 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was not visually seen in the dialyzer. The machine, a fresenius 2008t machine did alarm properly with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.